Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. The patient last felt stimulation approximately 6 months ago and the patient¿s programmer reflected a communication error. A company representative confirmed the ipg was inoperable. Consequently, the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.